Event description:
During coronary angioplasty post stent dilation was performed and balloon ruptured. The balloon could not be removed from the pt easily and part of the balloon stayed in the pt's right coronary artery. On 6/29/96, pt was taken to surgery. Coronary artery bypass graft x2 with removal of balloon fragments.